Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower device drawer did not open, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not open. A technical support specialist remoted into the system and found no issues with the drawers. The customer was logged back in, after which was able to issue medication. The system functioned as intended after the technical support specialist resolved the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower device drawer did not open, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.